Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient has two systems. One is a competitor's system which is the system that is inoperable. The patient will undergo surgical intervention to explant and replace the competitor's device with a sjm device.